Manufacturer narrative:
Analysis found one fuse defective. The wave washers are worn. The fuse and wave washers has been replaced. The device has been successfully tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the nerve monitoring interface was broken. There was no patient impact.